Event description:
Dexcom cgm servers down dexcom one of the largest continuous glucose monitoring companies has had a server issue for several days. This potentially affects millions of users ability to monitor their blood sugar levels. This outage is creating a huge life threatening situation. It hard to understand how a company of this size does not have a backup server they could switch to. Instead their answer is we do not know when the issue will be fixed. Maybe some news attention will help. FDA safety report ID # (B)(4).